Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 225cc siltex chp lumera gel implants, suffered a spontaneous right breast implant rupture, right breast pain and discomfort, post-procedure. The rupture was diagnosed during an in office visit and the patient also had cat scan. As a result, the patient underwent bilateral removal and then bilateral replacement with two non-mentor implants on (B)(6) 2020.

Manufacturer narrative:
On february 9, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient initially experienced left central breast and chest pain, which they had CT scan for on (B)(6) 2020. The CT scan found that there was several prominent right internal mammary lymph nodes measuring 7 mm. No definite cause of chest pain was found and the patient was recommended for further testing. On (B)(6) 2020, the patient had a mammogram and ultrasound. Mammogram did not find results consistent with the CT scan but the ultrasound found right axilla masses, measuring 0.5 cm to 1.5 cm, representative of silicone laden lymph nodes. It was suggested that this was evidence of some element of implant rupture existing. Left breast pain will be reported under mrn: 1645337-2021-02146. On february 12, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the siltex chp lumera gel, 225cc breast implant was found to have a tear from the anterior, expanding to the posterior view, measuring approximately 8.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.